Event description:
It was reported that while interrogating a patient's device, the handheld device screen froze on the "interrogation successful" screen. The physician performed a hard reset which resolved the issue. After the hard reset was performed the patient's device was able to be interrogated and programmed without issue.

Manufacturer narrative:
.